Event description:
The complainant reported that a patient was taken to cardiovascular operating room for a mitral valve replacement (mvr) and impella 5.5 axillary placement. Successful mvr was noted, however, due to tortuous anatomy there were unable to get thw impella 5.5 positioned well. The decision was made to explant the impella 5.5 to avoid interference with the new mitral valve. Additional information was received by the complaints team via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding the patient had endured recurring thrombocytopenia with a "possible" relationship to the impella device used: ¿the patient developed recurring thrombocytopenia. The patient has had several procedures and experiences multifactorial acute blood loss anemia. Admission platelets 166 k/ul, nadir 23 k/ul ((B)(6) 2025). The patient received 12 units of platelets.¿ the patient's outcome is unknown. The complaints team also received via abiomed¿s loqi impella registry that the patient endured recurring procedural mediastinal hemorrhage with a "definite" relationship to the impella device used: ¿the patient underwent a procedure on (B)(6) 2025 for mitral valve repair, decannulation of va ECMO to vv ECMO, cardiopulmonary bypass ((B)(6) 2025 1643 - 2106) impella cp removal, and impella 5.5 implant. The (B)(6) procedure began at 1559 and ended on (B)(6) 2025 at 0037. The patient received 3 units of packed red blood and 3 units of fresh frozen plasma during the procedure. The surgeon mentions a pericardial effusion and bilateral pleural effusions discovered during the procedure. Admission hemoglobin 12.5 mg/dl; hgb prior to first procedure 8.4 mg/dl, hgb post-first-procedure 9.9 mg/dl." The patient had mediastinal and bilateral pleural chest tubes after the procedure.¿ the patient's outcome is unknown.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Manufacturer narrative:
The investigation of positioning issues, thrombocytopenia, and vascular damage - peripheral vessel has been completed. The impella device was not returned for evaluation. Positioning: the cause of the positioning issue was most likely patient condition related due to patient's tortuous anatomy. Vascular damage peripheral: the cause of the vascular damage was not determined due to lack of clinical details. Thrombocytopenia: the cause of the thrombocytopenia was not determined due to insufficient clinical details.